Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 12mm amplatzer vascular plug 2 was chosen for implant using an 7f non-abbott delivery system during a mitral paravalvular leak procedure. The device was removed from the package, flushed per IFU, and loaded into a long wired 7f cook introducer. During device preparation, the device was properly prepared per IFU, and the cable connection was not checked because the plug comes closed inside the catheter. The physician advanced the device to the target lesion, and while the device was positioned at the target lesion and waiting to be released, it detached on its own from the delivery cable before the rotor was used for the intended release. This resulted in a complete detachment, and the plug became loose within the patient¿s atrium, indicating interaction with cardiac structures. No cable connection check was performed prior to deployment due to the spontaneous detachment. The physician attempted to retrieve the device using a snare, during which the device was partially recaptured approximately four times and fully recaptured once into the long introducer. During the retrieval maneuver, the device became dented (deformed), and no attempts were made to reconnect the device. The patient remained hemodynamically stable, and there was no clinically significant delay as the physician acted quickly. The deformed device was not intentionally released but had detached from the delivery cable while inside the patient, and it was not reused. The procedure was subsequently completed using a new 14mm amplatzer vascular plug 2.